Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for an unrelated elective device replacement procedure, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced during the procedure on (B)(6) 2016.